Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe error c-34, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the reported issue. Isi did not receive the erbe to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is reportable malfunction event due to the following: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external cautery device. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/ aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the monopolar was not firing and the system had an error message c-34 on the integrated electrosurgical unit (iesu/erbe). The customer performed all possibilities such as changing cable and instrument and restarted the system. The customer proceeded with external cautery device. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The system functionality was checked upon powering on the system and the esu initially powered on without errors. The system had c-34 message on the erbe when firing monopolar and no energy applied on tissue. The customer continued the procedure with third party generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Original equipment manufacturer (OEM) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Upon arrival, the iesu reconfigured from 230 volt to 115 volt, and 4amp fuses were replaced with 8amp fuses. Failure analysis investigation confirmed the customer reported complaint. Troubleshooting led to a malfunction high frequency generator pcb and once replaced, the mentioned error ceased and the iesu functioning as intended. Additional investigation unrelated to the reported issue is as follows: front frame and top cover were both replaced as well due to cracked bezel and scratches respectively.